Event description:
This complaint is #4-the issue with the device m-1535 happened  with 4 patients in the span of 2 months. The pins were used as intended-single use in conjunction with the integra headrest. Initially, the customer believed the issue was with the head rest. It was replaced as a precaution. It was reported that the pins came loose and would fall out approximately 5 inches and in each case lacerated the patient¿s skull. The surgeries were delayed in order to staple the lacerations. This surgery was a posterior cranial surgery.  In addition, in this case the head rest fell on the patient¿s nose and caused trauma. None of the pins were kept by the customer and therefore we have no sample. They did provide a lot number 11283. In addition. The other complaints associated with this issue are (B)(4).

Manufacturer narrative:
(B)(4) - device is not available for investigation. If additional information becomes available a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4) a customer visit was conducted on 21oct2013 to evaluate the customer's integra head rest , integra skull pins ( which are not manufactured by carefusion) and carefusion skull pins. Customer advocacy inserted our pins as well as the integra pins that they are now using into the headrest and found that ours actually fit tighter than the integra pins. Customer advocacy had an open an easy discussion with the or manager. She was asked if the pins actually came of the headrest and she stated that they did not pop out of the headrest. She explained that the physician turns the patient prone to supine while still in the head rest. It is during that turn that the lacerations have happened. Upon further discussion she said that only the one physician has had the problem and there are several physicians that use the same holder and pins at the facility. She stated that she also contacted integra about the problem and they did not find any issues with any of the integra mayfield head rests. Integra suggested an in-service for the staff. The physician as well as the staff attended the in-service. Since these incidents they have switched to the integra skull pins and have not had the incident occur again since the in-service. The or manager stated that they had used our pins with the mayfield for many, many years without incident. The customer gave us samples of two lot numbers of our skull pins for our investigations she explained that it could have been either of those lots used during any of the incidents. These are representative samples. She also gave us a package of the integra skull pins that they are currently using. The products were sent to our manufacturing plant for investigation. The issue happened with 4 patients in the span of 2 months. (B)(4). The pins in the four complaints were discarded by the customer but sample products were evaluated by the plant in st. Louis. A total of 3 three (3) packs of three (3) units each were returned. Two (2) were for v. Mueller m-1535 product code lot 11355 and 11283. One (1) pack of 3 units from a competitor were also received. After visual and dimensional inspection, we were able to confirm that all 6 units meet our prints and are in compliance. A functional test was also performed by placing the skull pins in a m1500/102 skull clamp rocker arm (connecting unit to the skull pin) and all six were inserted snuggly, the pins were not loose in the connecting arm. We were not able to replicate the reported failure.